Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-00312. It was reported the patient (B)(6) was not feeling stimulation. A diagnostic test revealed high impedance measurements on all lead contacts. X-rays were taken for further interrogation; however, no visible anomalies were observed. The patient denies experiencing any trauma which may have attributed to this event. Surgical intervention was undertaken to explant the patient's scs system. No further complications have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.